Event description:
Baxter reported a home patient (hp) with hairline splits in his transfer set possibly resulting in peritonitis. Approx one week following a transfer set change, the hp reported intermittent cloudy effluent (3/22/99). The hp was in new zealand when this incident occurred. The patient was treated per addenbrooke's protocol (medication and dosage unknown). A second episode of peritonitis occurred on 04/16/99 while the patient was away from home. The hp was treated with cephalexin and gentamicin (dosage unknown). A third episode of peritonitis occurred on 05/06/99. The transfer set was changed and the patient was treated with gentamicin intraperitoneally (dosage unkown). On 05/20/99 hp was noted to have cloudy effluent. The hp was treated with vancomycin, rifampicin and urokinase strip (dosage unknown). On 05/27/99 the hp had his peritoneal dialysis catheter removed. The health care professional does not believe it is possible to prove/disprove if this event is related to the previous incidents. In addition, the hcp stated it is possible that the catheter may have been the underlying reason for the intermittent cloudy effluent all along.